Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose. The customer's blood glucose is 22 mg/dl. The customer also stated that the customer's blood glucose level was 39 mg/dl and customer ate oatmeal cookies and two bananas for low blood glucose but blood glucose was still not coming up. The customer declined troubleshoot for low blood glucose level. The insulin pump will not returned for analysis.